Manufacturer narrative:
This MDR is being reported under exemption number e2015052 and is part of the 227 pilot program. The reported event involved an automated clinical chemistry device which is serviced in the field and not routinely returned for investigation. This device is not labeled for single use and is not reprocessed or reused. The customer determined the issue was due to a bad calibration and refused a service visit. Further investigation by the manufacturer did not identify a specific root cause for the event. Based on the provided data, it was likely the calibration was the cause of the event. No systemic issue with the device was identified during the investigation of this event.

Event description:
This report summarizes <noe>1</noe> malfunction event where erroneous results were generated by the cobas c502 analyzer. There were erroneous results for lactate dehydrogenase (ldh) for a total of four patients. The patients' ages ranged from 60-70 years. There were two male and two females. The patients' weights were requested, but were not provided. There was no reported injury or death. The event did not necessitate remedial action to prevent an unreasonable risk of substantial harm to public health.